Event description:
It was reported that an unknown zimmer screw fractured inside the implant. The implant was also noted to be fractured. The implant had to be removed by cutting the bone around the implant.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: event: it was reported that an unknown zimmer screw fractured at tooth location 47. The implant was also noted to be fractured. The implant had to be removed by cutting the bone around the implant. PMA/510k: (B)(6)2019. Follow up, type of reportable event: serious injury, if follow-up, what type: additional information, method, results, conclusion code, manufacturer narrative. The reported device was not returned for evaluation. Images of the reported device and concomitant device were received from the customer. The image received shows a screw fractured at the threaded region. The screw is too damaged to accurately identify the screw, however, the returned x-rays further confirm that the implant is noted to be fractured at the collar, which has flared out and chipped. The reported condition of a fractured screw and a fractured implant were confirmed. A device history record (DHR) review for the reported screw could not be performed as the reported device lot is unknown. A complaint history for the reported screw could not be performed as the device item and lot are unknown. A DHR review was performed for the reported concomitant implant. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history for the reported concomitant implant lot was performed for similar cause and no other complaint was identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. A definitive root cause for the reported event could not be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Device not returned.

Event description:
It was reported that an unknown zimmer screw fractured. The implant had to be removed.